Manufacturer narrative:
As the product associated with the reported event was not returned, it was not possible to conduct an evaluation of the device. As the lot# of the device was not provided, it was not possible to conduct a device history review. A review of the complaint history for part# 8054-011ns has revealed that this product is performing as expected, with regard to the reported incident. With the information provided, it was not possible to identify a root cause; however, potential user-related causes of the reported incident include, off-axis drilling, improper selection of device, and re-use of single-use products. If additional information becomes available, this investigation will be re-opened.

Event description:
On (B)(4) 2019, microaire was notified via medsun uf/importer report# (B)(4) that during a left hip arthroplasty procedure, while drilling a hole in the patient's greater trochanter, a drill tip broke off. The decision was made by staff to leave the tip in the patient's greater trochanter, as it was decided that it cause more damage than good to retrieve it.